Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with vaginal hysterectomy, bilateral salpingo-oophorectomy, graft augmented colporrhaphy, sacrospinous fixation and cystoscopy due to uterine prolapse and urinary stress incontinence. It was reported that following insertion the patient experienced extrusion, infection, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh trimming on (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/6/2016.